Event description:
It was reported that the customer passed away at home. At this time the cause of death is unknown. An autopsy is being performed. The caller stated that it may take four to five weeks to find out the official cause of death. The week prior to passing away, the customer had two back surgeries on (B)(6) 2014. The customer's blood glucose at the time of death is unknown. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensor or whether a sensor was worn at the time of death. The caller stated that the police took the insulin pump. The device is part of the investigation in the cause of death of the customer. The caller stated that it might be at least six months before the device is returned to them, at which time she will contact us regarding the return process for analysis. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.